Manufacturer narrative:
The lens was returned inside the company iii (d) cartridge. An inadequate amount of viscoelastic was observed in the cartridge. The leading haptic was folded over and pressed between the optic and the upper wall of the cartridge. The trailing haptic was folded under the lens. The lens was pressed up instead of biased down per the IFU. The lens was also rotated sideways. The lens position would indicate a plunger underride occurred. The cartridge showed evidence of being placed into a handpiece. The cartridge wing tabs displayed evidence of unequal compression. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The lens was cleaned for further evaluation. Scratches were observed on the anterior surface near the edge of the optic near a haptic/optic junction. A small crack was observed on the anterior surface of the distal area of one of the haptics. A dimensional inspection was performed. The lens dimensions were acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Information was not provided regarding the viscoelastic. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint is most likely related a failure to follow the IFU. An inadequate amount of viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens was pressed up, instead of biased down inside the cartridge. This would indicate a plunger underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. There is evidence that the cartridge may not have been fully seated in the handpiece. This could have caused the lens to deploy incorrectly or the plunger to be misaligned during advancement, which could result in product damage. Per the IFU, insert the cartridge into the handpiece and slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. Advance the plunger in one slow motion to advance and fold the optic. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. It is unknown if a qualified viscoelastic was used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the iol, doesn't advance in the injector. Back-up iol was placed with company cartridge and injector. Additional information has been requested.